Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary vessel. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the shaft snapped while being fed over the interventional wire. The procedure was completed with a 2.75x15mm nc quantum apex balloon catheter. There were no patient complications reported and the patient's status was stable.